Event description:
Customer stated: "a technician picked up the regulator from customer and put it on a cylinder, opened the valve, and the regulator got hot. A black liquid oozed out around the inlet nut. Technician then put a new regulator on the cylinder and quarantined the regulator in question." No injury was occurred and the gas media was oxygen.